Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one, after 4 hours couldn't walk and later after unknown latency had to use a walker, can walk but still has pain, knee red and knee swollen. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc-one injection (about eight months ago). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for osteoarthritis (batch/lot number: 7rsl021, expiry date: unknown). The same day, four hours after injection, the patient had a bad reaction for 1 week, it was terrible, red, swollen and couldn't walk. The patient had the reaction all night. The next day the patient called doctor who sent in a prescription to the pharmacy for (B)(6) 800 mg. On an unknown date in (B)(6) 2017, the patient had to use a walker because all she could do was put her foot down. The patient's son would have to lift her up. It was reported that the patient could walk now but only for five minutes and still had pain. Her left knee she said is still swollen. She was not hospitalized and was not on any immunosuppressants. On (B)(6) 2018, the patient would be having fluid removed from the injected left knee. Corrective treatment: walker for had to use a walker; ibuprofen for knee swollen; not reported for rested for the events. Outcome: recovering for couldn't walk; not recovered for knee swollen an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for device malfunction and had to use a walker pharmacovigilance comment: sanofi company comment dated 05-jan-2017: this case concerns a female patient who received synvisc one injection in left knee for osteoarthritis from the recalled lot and her knee was red, swollen and she couldn't walk and had to use a walker. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 13-feb-2018 from a healthcare professional, this case has become medically confirmed. This case is cross referred with the case (B)(4) (same reporter). This unsolicited case from united states was received on 29-dec-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one, after 4 hours couldn't walk/ difficulties with ambulating and later after unknown latency had to use a walker, can walk but still has pain, knee red and knee swollen. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc- one injection (about eight months ago). Patient had a medical history of thyroid problems. Allergies (including allergies to drugs) were reported as none. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once for osteoarthritis left knee (batch/lot number: 7rsl021, expiry date: unknown). The same day, four hours after injection, the patient had a bad reaction for 1 week, it was terrible, red, swollen and couldn't walk. On the same day, it was reported that the patient could walk now but only for five minutes and still had pain the patient had the reaction all night. The next day the patient called doctor who sent in a prescription to the pharmacy for ibuprofen 800 mg. On an unknown date in (B)(6) 2017, the patient had to use a walker because all she could do was put her foot down. The patient's son would have to lift her up. Her left knee she said is still swollen. She was not hospitalized and was not on any immunosuppressants. On (B)(6) 2018, the patient would be having fluid removed from the injected left knee. It was reported that the patient experienced extreme pain, swelling and had difficulty with ambulating. Corrective treatment: walker for had to use a walker; ibuprofen, anti-inflammatories, ice, rest, elevate for knee swollen; anti-inflammatories, ice, rest, elevate for can walk but still has pain and couldn't walk/ difficulties with ambulating; not reported for rested for the events. Outcome: unknown for had to use a walker, knee red, device malfunction, had to use a walker; not recovered for knee swollen, can walk but still has pain, couldn't walk/ difficulties with ambulating a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for device malfunction and had to use a walker reporter causality: related for all events follow up information was received on 13-feb-2018. Global ptc number was added. Text amended accordingly. Additional information was received on 13-feb-2018 from a healthcare professional. Indication of the suspect product was updated from osteoarthritis to osteoarthritis left knee. Verbatim of the event couldn't walk was updated to couldn't walk/ difficulties with ambulating. Outcome of the event couldn't walk/ difficulties with ambulating was updated from recovering to not recovered. Outcome of the event can walk but still has pain was updated from unknown to not recovered. Onset date of the event it was reported that the patient could walk now but only for five minutes and still had pain was updated from 2017 to (B)(6) 2017. Corrective treatment of the event can walk but still has pain anti-inflammatories, ice, rest, elevate was updated from not reported to anti-inflammatories, ice, rest, elevate. Corrective treatment of the event knee swollen was updated from ibuprofen to ibuprofen, anti-inflammatories, ice, rest, elevate. Related case ids were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-feb-2018: the follow up information received does not change the previous case assessment.this case concerns a female patient who received synvisc one injection in left knee for osteoarthritis from the recalled lot and her knee was red, swollen and she couldn't walk and had to use a walker. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.